Event description:
It was reported the patient's ipg was replaced since it was approaching end of life. It is unknown if the ipg prematurely depleted since the program parameters and usage have not been received.

Manufacturer narrative:
Date of event and patient weight are estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.